Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device according to the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, foreign material was found at the distal end. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to foreign material found at the distal end, the device evaluation also found the following: the grip was shaved. Air/water cylinder had no color. Scope cylinder had no color. The switch box had a dent. The plug unit was damaged. Scope connector case unit had a dent. Due to damage on channel tube, water tightness was lost. Due to fraying of the k-wire, forceps skip or sway on the upper half of the endoscopic image. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The light guide lens had a crack. The adhesive on the bending section cover was detached. The connecting tube had a scratch. The connecting tube had coating peeling. The distal end was shaved. Adhesive around objective lens had wear.  The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.